Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there were pixels across the entire pump touch screen. Reportedly, the customer was unable to see the graphics and text on the screen. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to insulin injections for insulin therapy.